Event description:
Per report, the skin over the implant became too thick for the external coil to be kept in place. The surgeon attempted to rotate the implant to a thinner part of the scalp. In the process, the electrode array was pulled out of the cochlea. The implant was replaced with a new device.